Event description:
It was reported that the insulin pump was activated inappropriately - without any input from the customer. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 154 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.